Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a broken black conductor wire. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the customer reported that the conductor wire was not loose and there was no full cable breakage. The customer reported that the black insulation on the conductor wire was damaged and the wire was exposed. The cable was intact. No further information was available. No images or patient demographics were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The instrument passed the electrical continuity test. No thermal damage was found on the instrument. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable damaging. The probable root cause is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable near the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause is attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.

Event description:
Refer to h11 for follow-up information.